Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported patient is frustrated with her implants being in the subglandular position as she knows that this is contributing to her recurrent capsular contractures. This records is for the left side. The device is explanted and replaced.